Event description:
In 2009, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/patient alleging that the onetouch ultrasmart meter is giving an error 5 message. A no response letter was sent to the pt. This complaint is classified according to the documentation of the customer care advocate. The error 5 issue began three days ago at 11:30 am. The pt did not take any action at the time of concern and did not test on any other device. The pt reportedly developed symptom of "shaky" 3 days later. On the day of contact, at 7:30 pm, the pt administered self-treatment with food/drink. During troubleshooting, the customer care advocate (cca) verified that the testing process was correct, and the product issue was resolved with training. However, the cca noted that the test strips were either open longer than the discard date, expired, or stored improper. This complaint is being reported because the reporter claimed the pt developed symptoms that can be associated with hypoglycemia 3 days after the error 5 message began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.